Event description:
As reported the flotrac sensor displayed high values on the monitor. The arterial pressure was overestimated. The clinicians compared the flotrac data to the non invasive blood pressure cuff data and the flotrac data was displaying higher values than the cuff data. All connections were checked, cable and monitor changed, square wave test performed, no change to values. Some hours later, values displayed by flotrac were normal and accurate to patient status. Patient was not treated according to flotrac sensor high values.

Manufacturer narrative:
One flotrac kit was received for evaluation. The examination revealed that both the flotrac and dpt sensors zeroed and sensed pressure accurately on a vigileo monitor and on a pressure monitor, there were no error messages displayed. The pressure readings were stable and they did not drift during the drift test. The electrical testing showed that both the input and output impedances were within specifications. There was no leakage or occlusion detected during the pressure test and there was no visible damage that was observed from the kit. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. The complaint could not be confirmed during evaluation. There is no indication of a manufacturing defect that was noted during the analysis. It could not be determined if any clinical or procedural factors may have contributed to the event. No actions will be taken at this time.